Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: e1, g1 patient identifier: (B)(6). The product was not returned to medtech orthopaedics; however, photos were provided for review. The photo/x-ray investigation revealed that '03.037.022, stepped ream f/tfna helical blade+scr f/ has broken pieces at the tip.the observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. In addition the embedded condition can be confirmed due the x-ray provide revealed that the fragments of the tip remains inside the patient. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the stepped ream f/tfna helical blade+scr f/ would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 03.037.022 lot no:f-31869 release to warehouse date:11 may, 2021. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6; photo investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the tip of the stepped ream f/tfna helical blade+scr f/ was broken. The fracture surface was examined, and no damage related to material issues was observed. The broken surface suggest that the fracture was caused in one single event were the device was exposed to unintended forces causing a random failure of a component. The broken fragments were not returned. In addition the embedded condition can be confirmed due the x-ray provide revealed that the fragments of the tip remains inside the patient. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the stepped ream f/tfna helical blade+scr f/ would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): product code: : 03.037.022 lot number : f-31869 release to warehouse date : 11.may.2021 expiration date : na. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the broken fragments retained in the patient. Flush with saline, and tried using grasper to remove.

Event description:
Additional information received states that there was no other medical intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024, using the stepped reamer for tfna helical blade and screw for quick coupling for dhs/dcs. The tip of the stepped reamer broke, and the broken tip was unable to be retrieved out of the patient after multiple attempts of flushing. Broken reamer bits were stuck in femoral head of the patient, procedure was completed successfully with a ten-minute delay. There was no patient consequence.